Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions were conducted. After performing all tests, the technician was unable to replicate the complaint.

Event description:
It was reported that the table allegedly slid slightly during a procedure. There were not injuries or surgical delay reported.